Manufacturer narrative:
Correction: the correct serial number is (B)(4); not 1020051194609 as previously reported. This report is filed november 11, 2014.

Manufacturer narrative:
This report is filed june 13, 2014.

Manufacturer narrative:
(B)(4): device not received by manufacturer.

Event description:
Per the clinic the patient experienced a skin flap infection. The patient underwent medical treatment (type and date not reported), however the issue could not be resolved and the patient underwent revision surgery on (B)(6) 2013. The infection reoccurred and the patient received further medical treatment (type and date not reported), however the issue could not be resolved resulting in explantation of the device on (B)(6) 2013. Reimplantation is planned but has not taken place at the time of this report, (B)(6) 2013.